Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since there was no further contact from the customer and the event was resolved by the explanation of an olympus service personnel, it is likely that the malfunction was not caused by the subject device. Based on the results of the investigation, the user may have made a connection without sufficiently drying the electrical contacts of the video connector, or the digital light source cable was not connected sufficiently. A stable communication between the endoscope and the video processor was not made and caused the b30 error (scope communication err). Regarding precautions for connecting the video connector, the following is described in the instruction manual: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear." In addition, regarding precautions for connecting the cable, the following is described in the instruction manual: "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.".

Manufacturer narrative:
An olympus engineer helped the customer to troubleshoot the reported issue. The engineer recommended to the customer to turn off the device before inserting the scope and to turn it back on once is inserted. It was recommended to keep the scope contacts clean with 70% isopropyl alcohol. The customer was instructed to send the device for evaluation if the problem persists. If the device is returned for evaluation or if additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that they received a b30 error message during a procedure on a video system center. There was no patient injury but the image was lost during the procedure. No additional information has been obtained.